Event description:
It was reported that the ventricular lead impedance was low, 145 ohms. The device was atrial tracking but not sensing appropriately at times. The physician decided to replace the lead at the time of device changeout for eri (elective replacement indicators). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.